Event description:
It was reported that a homechoice cassette was damaged. This was discovered before use for peritoneal dialysis therapy. The patient reported that there was a crack at the top left portion of the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing was performed with no issues noted. Functional testing was performed by evaluating the cassette in a cycler machine, the sample was subjected to all the cycles of the therapy process and no issues were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.